Manufacturer narrative:
The event for running in forward when both triggers depressed was confirmed by the repair technician through function al evaluation, disassembly and visual inspection. The e-box did not communicate properly with the motor.

Event description:
The cordless driver 2 handpiece was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was running in forward when it should have been oscillating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The cordless driver 2 handpiece was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was running in forward when it should have been oscillating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.